Event description:
Case pole clamp lock screws are backing out, causing the locking arm on the pump to fall off.====================== manufacturer response for infusion pump, curlin painsmart pump======================no response yet